Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25148349, 25148278 and 25148292; the last 3 lots shipped to the account prior to the aware date since event date is not provided. There were no ncmrs for the last 3 lot #s from ship history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro piece of the jaw tip(insulation) fell off and was retrieved from leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4).. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wire from the jaws had fallen into the tunnel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.